Event description:
During use with a puritan bennett 980 series intensive care ventilator, staff noticed smoke exhausting from the left side of the device and the screen flickering black and white. The device was immediately removed from use, powered down, and batteries removed. The manufacturer has been notified and a case opened to evaluate the unit.